Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle through the catheter. The following information was provided by the initial reporter: during insertion the needle penetrated the catheter and therefore was unable to be advanced for successful IV placement.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes. D.9. Returned to manufacturer on: 12/16/2021 h.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one unused 22g x 1.00in. Insyte autoguard bc unit with no product packaging or labeling to indicate the reference and lot number. Microscopic inspection of the returned unit found a v-shaped aperture on the catheter tubing near the catheter tip. This damage is indicative of a needle spear through. The reported defect was confirmed. Although the defect of ¿needle through catheter¿ was confirmed with the unit provided and evaluated for this incident, it is uncertain whether the defect of needle through the catheter observed was caused by manipulation of the device prior to insertion or by the manufacturing process. A definite root cause could not be established. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle through the catheter. The following information was provided by the initial reporter: during insertion the needle penetrated the catheter and therefore was unable to be advanced for successful IV placement.